Event description:
It was reported the patient experienced unspecified issues with a spectra penile prosthesis (spp). The spp cylinders were explanted and a new inflatable penile prosthesis (ipp) consisting of cylinders, a pump, and a reservoir was implanted.

Event description:
It was reported the patient experienced unspecified issues with a spectra penile prosthesis (spp). The spp pump and reservoir was explanted and a new inflatable penile prosthesis (ipp) pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.